Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-10047.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-10047. It was reported the patient is not receiving effective stimulation. Lead diagnostics showed multiple high impedance readings. Reprogramming was unable to resolve the issue. Surgical intervention is pending to address the issue.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-10047. Follow up information identified the patient's leads were replaced with new ones. The issue is now resolved.

Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Results: complaint was confirmed for ¿high impedance.¿ it was due to all wires broken inside both lead bodies. When align with a swift lock anchor, the breakage correspond to the distal end. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.